Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen output was acceptable at startup and remained powered on overnight with no issues observed. There were no distortions or disruptions to the screen function observed during the evaluation even when the unit was agitated. It was determined that the ccm met specification. The service repair technician confirmed that during boot up the screen had a while line across the display. He replaced the display and performed release testing. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the user reported that the central control monitor (ccm) display failed. There was no patient involvement.